Event description:
Customer called to report a leak in the area of pinch valve (vl) 87 of the coulter lh750 hematology analyzer, but was unable to isolate the leak source. Customer also stated that the instrument was providing incomplete diffs (differential results). Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the source of the leak was diff (differential) sample shear valve (85/126). The fse replaced the shear valve, after which there was no further evidence of leaking or incomplete diffs. The repairs were verified per established procedures, and the results met published performance specifications. The root cause of the leak is attributed to the diff sample shear valve (85/126).

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).